Manufacturer narrative:
Date sent to FDA: 08/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent lysis of adhesions and recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted numerous omental adhesions to the anterior abdominal wall. The adhesions were taken down. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, loss of appetite and extreme weight loss. No additional information is provided.